Event description:
On (B)(6) 2012, the peritoneal dialysis registered nurse (pdrn) contacted home care services and reported the following information. On (B)(6) 2012, the homechoice patient (hp) died. The cause of death was sepsis. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding the hp death. The pdrn stated that hp had been hospitalized on an unknown date for diarrhea due to clostridium difficile. While hospitalized the hp experienced peritonitis. The cause of the peritonitis was gastrointestinal clostridium difficile. Treatment for the peritonitis was unknown. The hp then experienced sepsis due to the peritonitis and passed away. The pdrn stated that the hp had been living in a nursing home and that she had several hospitalizations for various medical issues since (B)(6) 2011. The pdrn stated that these events were unrelated to pd therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h12d16020, h12c10066 and h12b05050) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.